Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿insulin set expired¿ alert and had experienced prior insulin occlusion alerts near the end of the infusion set and cartridge wear time while using a contact detach steel infusion set, though blood glucose was not affected. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included resolution of the occlusion alerts after performing a full supply change. Investigation included customer service troubleshooting and education that directed a complete supply change. Investigation of this case revealed that the likely issue was occlusion associated with use of an expired or near-expired infusion set and cartridge, and the device and infusion components functioned as expected after replacement with new supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-related wear-time and consumable-related occlusion that resolved with standard corrective action.